Event description:
It was reported that placement of the proglide sutures were attempted in a heavily calcified right common femoral artery using the preclose technique before a core valve interventional procedure. The arteriotomy was a 5fr and during the interventional procedure the sheath was upsized to an 11fr sheath. Reportedly, it was not possible to remove the device and retrieve the sutures. The introducer sheath was observed twisted. This could have happened after foot deployment during rotation. Force was applied to remove the device from the patient anatomy. Manual arterial compression was applied for 10 minutes to achieve hemostasis. The valvuloplasty not completed because the preclosing could not be completed. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Indication for use. The access site was upsized to 11f sheath. Evaluation summary: the device was returned for evaluation. The plunger, link, cuffs, and suture were not returned. The reported event was not confirmed. The guide tube was bent to the left side approximately 1 inch proximal to the guide channels, distorting the guide. The cause for the reported event was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Reportedly, the access site was upsized to 11f sheath. The indications for use section states: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. Based on the information reviewed, there is no indication of a product deficiency.